Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a varix banding procedure. According to the complainant, during the procedure the bands would not deploy. The device was removed and it was found that the bands were enmeshed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).